Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now known that pt was revised due to loosening.

Manufacturer narrative:
Revision surgery notes and follow up exam letter have been provided for review. The follow up exam notes the patient does not indicate infection. The revision notes state that at prep for surgery, the leg was very effused and lacked extension. During surgery, it was noted that the synovial membrane was very shaggy looking and the tibial tray was obviously loose. There was no indication provided as to why the tibial plate was loose. The tibial plate and poly were replaced. A definitive root cause for the tibial loosening cannot be determined with the information provided.

Manufacturer narrative:
Updated information received via primary operative notes. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthritis. Trial components allowed full extension and midline patellar tracking up to 120 degrees of flexion. Trial components were removed and cement was packed into the interstices of the bone and on both the tibial and femoral components. Final implanted components revealed a balanced knee. Components appear to be implanted at the correct orientation and fit as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Event description:
It was reported that the patient was revised due to an unknown reason.

Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.